Manufacturer narrative:
H10: additional information; updated section a1, a2, a3 and a4.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided image was performed and found a blurry image of two devices over two boxes. One of the devices has the suture deployed with one t implant on. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair, the ultra fast-fix t1 implant did not come out after several penetrations to the meniscus. A second ultra fast-fix was used to complete the procedure and the same thing happened. A delay greater than 30 minutes was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).